Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic for an implantable cardiac monitor check. Review of the data revealed that the device exhibited indication for early battery depletion. The physician elected to continue to monitor the device. It was noted that the patient was being treated for breast cancer and it was suspected that the radiation may have affected the function of the cardiac monitor. The patient status was normal and no further incident was reported.

Event description:
New information received stated that on july 10th, 2019, the implantable cardiac monitor was successfully explanted and replaced. The patient condition was stable.